Manufacturer narrative:
AN EVALUATION IS IN PROCESS. A FOLLOW-UP REPORT WILL BE SUBMITTED WHEN THE EVALUATION IS COMPLETE. SECTION A PATIENT INFORMATION: REFER TO SECTION B5 FOR COMPLETE PATIENT INFORMATION. ALL AVAILABLE PATIENT INFORMATION WAS INCLUDED. ADDITIONAL PATIENT DETAILS ARE NOT AVAILABLE.

Event description:
THE CUSTOMER OBSERVED FALSELY ELEVATED MAGNESIUM RESULTS ON ALINITY C PROCESSING MODULE FOR A 35YRS OLD FEMALE PATIENT. THE RESULTS PROVIDED WERE: SID (B)(6), INITIAL=3.16 MMOL/L /REPEATED=0.85 MMOL/L THERE WAS NO REPORTED IMPACT TO PATIENT MANAGEMENT.

Event description:
The customer observed falsely elevated Magnesium results on Alinity c processing module for a 35yrs old female patient. The results provided were: SID (b)(6) Initial=3.16 mmol/L /repeated=0.85 mmol/L There was no reported impact to patient management.

Manufacturer narrative:
During the site visit, The Field Service Representative (FSR) inspected the module, replaced the Tubing, Peristaltic Head (RoHS) cause the issue, replaced the part resolved the issue. The instrument Alinity c processing module, serial number (b)(6) service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of complaints and trending data associated with the Tubing, Peristaltic Head did not identify an increase in complaint activity. The Alinity ci-series Operations Manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The Alinity c Service Documentation provides adequate information regarding the removal, replacement, and verification of the Tubing, Peristaltic Head. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the Alinity c processing module, serial number (b)(6), or the Tubing, Peristaltic Head.